Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a low blood glucose event while using the ilet system, with a nadir of 65 mg/dl and device low alerts active; the event resolved after oral carbohydrate intake and on-call troubleshooting and education were completed. Symptoms included shakiness. Outcomes included no need for assistance and no medical intervention or hospitalization, with glucose recovering to 95 mg/dl. Investigation included complaint intake, user interview, and troubleshooting. Investigation of this case revealed no device malfunction and an unclear precipitating cause for hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.